Manufacturer narrative:
Pump received with blank display, problem isolated to mother board. Unable to confirm the external flash crc error alarm, possible under delivery anomaly and unable to perform any tests due to blank display. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose level and under delivery. Customer also reported error alarms on the pump. Customer was assisted with self test but it failed. Customer¿s blood glucose value was 330mg/dl. Customer treated with insulin pump and pen. Customer stated that the drive support cap appeared normal. Insulin pump will be returned for analysis.